Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -10.5/3.0/092 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a longer length lens due to low vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: d4: expiration date: (B)(6) 2024. D9: device available for evaluation?: yes. Returned (B)(6) 2022. Claim# (B)(4).

Manufacturer narrative:
Corrected data: a2: age at time of event, date of birth- should be corrected to state: (B)(6) 1991. Claim# (B)(4).